Event description:
The technician alleged the side rail cannot raise to the latch position. No pt impact.

Manufacturer narrative:
The technician found the side rail slide bracket was bent. The technician replaced the side rail slide bracket to resolve the issue.